Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During an lavh procedure, our territory manager and the surgeon experienced issues with the coag function of the omni device. The omni was used on the pedicles (side by side coag, cut in the middle) and as well as the primary coag instrument. The generator was set at vp3/100. They tried setting the generator at vp3/70 and vp3/50, but no setting seemed better than the others. When the surgeon went to vaginally close the cuff, they saw the right side was dry, but the left side was oozing with coagulated blood on the surface. There was no pt injury. The case was completed with the same device that was used for the entire case.